Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC rn - we have had two piccs placed with the sherlock that showed the green diamond and max p, that later had tee/echo had to be pulled back 1/2 to 1 cm because they are in the atrium. Observations of the bd clinspec - the tee was supposed to happen with in 20 or 30 minutes after the PICC was placed. I was not there at the time of the tee. Was the PICC being advanced at no more than 1 cm per second? Yes. We did have some difficulty initially getting the PICC to advance. It was a right sided insertion. It appeared on the sherlock to be going into the jugular vein. After troubleshooting it moved on into the brachiocephalic vein. There it appeared to be going laterally into the left brachiocephalic and would not go into the svc. We pulled the wire out a few cm¿s and slowly advanced the catheter, then returned the wire and the catheter had traveled into the svc. Then the peel away sheath was removed. Was any negative deflection observed? Negative deflection was noted at 1cm externally. Green diamond was noted and max p without negative deflection at 2cm externally.